Manufacturer narrative:
During further troubleshooting, mother indicated she had incorrectly set a basal of 0.7u/hr as 7.0 u/hr. She has changed settings and according to mother customer is doing well. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) old.

Event description:
Received info that alleged pump had over deliver insulin and pt had low bg's.